Event description:
The universal wash reagent bottle tubing in the analyzer was crimped which could cause falsely elevated toponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no report of pt harm as a result of this event.